Manufacturer narrative:
The event occurred in china. The customer reported that on the rotaflow console the error message ¿offset¿ occurred during use. No remedial action has been reported. No harm to any person has been reported. The rotaflow console with s/n (B)(6) was investigated by a getinge service technician and the technician was able to confirm the reported failure "offset error". The rfc (rotaflow console) flow measure board (article number 70101.1681) and rfc power supply board (article number 70101.1675) has been replaced. The rotaflow console is back in use by the customer. The reported failure "offset error" was already investigated by the getinge life cycle engineering and determined the root cause as a defect capacitor that led to a short circuit. This short circuit triggers the fuse f2 on the power supply board. The result is a pump stop and the error message offset is displayed. The message "error offset" and "error reference" are equivalent. The most probable root cause for the combination of a defective flow board and power supply board could be determined as a short circuit on the flow measurement board. Hereby the fuse on the power supply board is triggered causing the short circuit. Based on the investigation results the reported failure ¿offset error" could be confirmed. The review of the non-conformities was performed on 2021-11-19 and during the period of 2019-03-01 to 2021-11-19 does not show any non-conformity in regard to the reported product and failure. There is no indication that manufacturing issues occurred during this time, thus production related influences are unlikely. The rotaflow console in question was produced in 2019-03-01. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿s trending program and additional investigations or corrections will be implemented in case of adverse trending.

Event description:
Complaint ID: (B)(4).

Manufacturer narrative:
The investigation is ongoing. Further information has been requested but has not yet been received. A follow up medwatch will be submitted when additional information becomes available.

Event description:
The event occurred in (B)(6). The customer reported that on the rotaflow console ther error message ¿offset¿ occurred. Restarted the machine but the failure occurred during use. No more information provided. No harm has been reported. Complaint ID: (B)(4).